Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation team identified a partial delamination of the shell to patch junction. The cause of the delamination could not be determined, and a rent measuring approximately 1 cm on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Mentor performs 100% inspection and testing of all devices prior to release. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown mentor gel prosthesis. Leaking with possible rupture on the left breast prosthesis was diagnosed post procedure as per report from the doctor¿s office. As a result, the breast prosthesis was explanted from the patient on (B)(6) 2018.